Event description:
The manufacturer received information alleging an issue related to the bipap device's sound abatement foam. The device was returned and during device evaluation, contamination was observed in the device blower. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
In the previous MDR was incorrect and now has been updated correctly.